Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) would not resume compressions was confirmed during the functional testing and the archive data review. Based on the archive data, the autopulse platform displayed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) messages on the reported event date. Per the customer, when the platform was checked after the event, it displayed ua07. The same error was also reproduced during functional testing. The root cause of the ua07 error was a defective load cell. The archive data indicated occurrences of multiple ua07 errors on the reported event date, confirming the complaint. The autopulse platform failed functional testing due to ua07 displayed upon powering on, confirming the complaint. The device's load-sensing system has detected a weight imbalance between the two load cells. Upon conducting load cell characterization, it was determined that single-point load cell 2 was defective (output readings were over-reported). To resolve this issue, load cell 2 needs to be replaced. Upon replacing the defective load cell 2, the load cell characterization results indicated that both load cells function within specification. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
The autopulse platform (sn (B)(6)) was deployed to resuscitate a 52-year-old female patient in cardiac arrest. The crew reported that the platform initially functioned as designed for approximately 10 minutes, but after pausing the device for a pulse check, it would not resume compressions. The crew recognized the error and began manual compressions. However, the crew does not recall the error that occurred during the event. The crew reverted to manual CPR for the rest of the call. No consequences or impacts on the patient. Following the event, the crew attempted to troubleshoot the device. When the platform was returned to the station, it displayed user advisory 07 (discrepancy between load 1 and load 2 too large).